Event description:
Legal claim received. It is alleged that the patient suffers from pain, elevated levels of cobalt chromium, and fluid collection. Update: (B)(6) 2013 - litigation papers received. Litigation alleges metallosis and implant loosening. An unknown device is being added to address the loosening issue.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/6/2017: pfs and medical records received. Alleges that the pinnacle product caused injury, but the fact sheet contains no description of injury. Revising surgeon indicated extensive "gray-tinged synovial fluid" throughout the joint. Also noted corrosion around the base of the trunnion, and a "small indentation in the posterior neck of the femoral component...appeared to be an impingement on the acetabulum". There was also "corrosion inside the femoral head". Stated that femoral stem and acetabular components were well-fixed, with "no evidence of any loosening", in contrast to alleged implant loosening. Postoperative diagnosis "painful left hip replacement with metallosis". On ((B)(6) 2012) cobalt 8.4 mcg/l and chromium 1.3 mcg/l. Prod/lot updated. Elevated metal ions, metallosis, impingement, and implant corrosion added to complaint. Implant loosening removed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.